Manufacturer narrative:
Date of event and UDI section are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer had a system failure. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Event description:
Additional information. Customer stated that the problem was found during regular preventive maintenance.